Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the microbore extension set would not work. The feed was not received for the patient when it was attached to the pump or when being manually pushed with a syringe. The patient was either fed using a different extension set or syringe fed through the feeding tube. There was no other medical intervention needed.